Manufacturer narrative:
The cobas e 602 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys ca 19-9 assay on a cobas e 602 module. Initial result: 97.08 u/ml. The customer performed polyethylene glycol (peg) treatment and repeated the sample: 1st repeat result: 10.32 u/ml. 2nd repeat result: 11.86 u/ml (tested on the yahuilong instrument). The sample was then repeated on an abbott alinity instrument: 3rd repeat result: >1200 u/ml. 4th repeat result: 5 u/ml (after peg treatment was performed). No questionable results were reported outside the laboratory as they did not match the patient's clinical diagnosis. The result obtained on the yahuilong instrument was reported to the clinic.